Manufacturer narrative:
A follow up was performed with the biomedical engineer, and it was reported that the device was not in use when the issue occurred. No patient or user harm reported. Additional details were also provided regarding the event. The biomed reported that there was an issue with a faulty oxygen tank, and that there was no malfunction with the v60 ventilator. The biomed reported that the oxygen tank was replaced to resolve the issue. The device was returned to service.

Event description:
Philips received a complaint from the biomedical engineer, reporting that there was an issue with the oxygen hose supply. It was unknown how the issue was found. No patient or user harm reported. The biomedical engineer reported that there was an issue with the oxygen hose supply. During troubleshooting, the biomed noted that the issue involved a faulty oxygen tank. The biomed noted that they would discuss the issue with the respiratory therapy department. No further details were provided. This investigation is ongoing.